Event description:
A family member reported that on (B)(6) 2011 the patient was taken to the hospital for elevated blood glucose (bg) with vomiting. A specific bg value was not given, but the family member stated that the patient's bg was fluctuating over the course of two weeks and went as high as about 500 mg/dl. The family member reported that the patient tested positive for ketones and was admitted to the hospital with a diagnosis of mild diabetic ketoacidosis (dka). She stated that the patient remained on the pump for insulin delivery while in the hospital, was treated with intravenous fluids only, and was released from the hospital on (B)(6) 2011. She reported that the patient's bg had lowered, but did not give a specific bg value. Troubleshooting indicated no site/set issues with the exception of a bruised site, and all pump settings and histories were found to be correct. The family member reported that the pump had been emitting occlusion alarms; trouble shooting indicated that the occlusion alarms were due to a tubing issue. Customer support concluded that there were no mechanical issues with the pump. A follow-up call on (B)(6) 2011 indicated that the patient's bg was 200 mg/dl. There were no further reported incidents. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.